Manufacturer narrative:
(B)(4). Baxter service center (bsc) received the device and performed visual inspection. The customer reported nonresponsive keypad was confirmed by quality engineering and reproduced during evaluation. This condition was caused by fluid intrusion on the graphics keypad ribbon cable. The graphic keypad ribbon cable was replaced to correct the reported condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.this issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. It's additional 510(k) number is k961008. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an automix 3+3/as compounder, which had a start key which was not responding. Reportedly, the customer was unable to start the compounding job. This condition occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.